Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6)was not receiving stimulation. Lead diagnostics showed multiple invalid contacts. Reprogramming was able to provide stimulation; however, the pt wasn't fully satisfied with the stimulation. There is no surgical intervention planned at this time.